Event description:
On (B)(6) 2018, I had prk performed on my eyes by the (B)(6). Their address is (B)(4). The surgeon who performed the procedure is (B)(6). Shortly thereafter, I developed floaters in both eyes. If this complication/ possibility had been disclosed to me prior to the surgery, there is no way I would have gone through with it. When I called the (B)(6), they completely denied responsibility and stated that floaters were not a result of the surgery and were probably caused by old age. I'm a (B)(6) year old woman and have never had issues with floaters prior to the surgery. The (B)(6) maintains that this condition existed before the surgery, but there was absolutely no mention of it during my pre-op examination. There is a correlation and it should have been disclosed in the paperwork and by the staff.